Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence and unspecified functional issues with the device. The existing aus balloon was explanted and replaced with a new aus balloon. No additional patient complications were reported.